Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pain') in a 38-year-old female patient who had essure (batch no. C12707) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with analgesics and surgery (hysterectomy in (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and pelvic discomfort had resolved. The reporter considered pelvic discomfort and pelvic pain to be related to essure. The reporter commented: before the 3 month check up, the claimant developed increasing pain and discomfort. After attending for her check up and having hysteroscopy / laparoscopy without further treatment planned, she continued to experience worsening pain and tried numerous pain relieving medication, all with limited benefit. After a gynecological referral in (B)(6) 2018, further medications were tried without benefit, at end of 2018 it was agreed that she required removal surgery. After hysterectomy in (B)(6) 2019, her pain symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: diagnostic hysteroscopy and laparoscopy, patient discharged, no further treatment planned. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2020: reporter and lot number (c12707) added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pain/ localised pain / chronic pelvic pain') in a 38-year-old female patient who had essure (batch no. C12707) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism on (B)(6) 2012, ovarian cyst in 2010, abdominal pain localised on (B)(6) 2008 and parity 2. Previously administered products included for an unreported indication: mirena and yasmin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems ") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics, metronidazole, paracetamol + codeine phosphate (co-codamol eff.) And surgery (laparoscopic abdominal hysterectomy, bilateral salpingectomy (conserve ovaries)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and pelvic discomfort had resolved and the dyspareunia, genital haemorrhage, hormone level abnormal and mental disorder had not resolved. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, mental disorder, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: before the 3 month check up, the claimant developed increasing pain and discomfort. After attending for her check up and having hysteroscopy / laparoscopy without further treatment planned, she continued to experience worsening pain and tried numerous pain relieving medication, all with limited benefit. After a gynecological referral in (B)(6) 2018, further medications were tried without benefit, at end of 2018 it was agreed that she required removal surgery. After hysterectomy in (B)(6) 2019, her pain symptoms resolved. Uterus examination post hysterectomy: the uterus measures 85 mm from fundus to cervical os, 50 mm transversely, 45 mm antero-posteriorly and weighs 102 g. The serosa appears smooth the external os is. Openliner. And measures 15mm. The epithelium appears. Normal. However there is? Polyp pretending through the cervical o/s. 12 mm across. The left fallopian tube measures 70 mm in length. The fimbrial end is. Not present. O/s with in the left fallopian tube, there is a metal and plastic device/cable. Attached right fallopian tube measures 40 mm in length. The fimbrial end is. Not present. O/s with in the right fallopian tube, there is a metal and plastic device/cable. Case (B)(4) created with mirena reported in medical records. Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2018: on pelvic examination the vulva, vagina and cervix are healthy, the uterus is axial, normal size, mobile. She was slightly tender in the left fornix. I note the recent pelvic ultrasound scan which does confirm an anteverted uterus of normal size and morphology. Both ovaries were normal. There is evidence of a hypoechoic area around the probable left essure device which may represent inflammation. Investigation - on an unknown date: diagnostic hysteroscopy and laparoscopy, patient discharged, no further treatment planned. Ultrasound pelvis - on (B)(6) 2015: ovarian cyst gone; on (B)(6) 2015: both essure devices are identified and appear to be correctly placed; on (B)(6) 2018: both essure are correctly positioned between cornua and ovaries, there is hypoechoic area around left essure device that may represent inflammation of tissue around the device. Quality-safety evaluation of ptc: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in (B)(4) for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number c12707: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 6 and this quantity represents 1,71% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-mar-2021: reporters information updated; patient information updated; essure indication added; medical history updated; mirena case created; adverse event "increasing pain/ localised pain" updated to "chronic pelvic pain female". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pain') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with analgesics and surgery (hysterectomy in (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and pelvic discomfort had resolved. The reporter considered pelvic discomfort and pelvic pain to be related to essure. The reporter commented: before the 3 month check up, the claimant developed increasing pain and discomfort. After attending for her check up and having hysteroscopy / laparoscopy without further treatment planned, she continued to experience worsening pain and tried numerous pain relieving medication, all with limited benefit. After a gynecological referral in (B)(6) 2018, further medications were tried without benefit, at end of 2018 it was agreed that she required removal surgery. After hysterectomy in (B)(6) 2019, her pain symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: diagnostic hysteroscopy and laparoscopy, patient discharged, no further treatment planned. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-sep-2019: quality safety evaluation of ptc. On 17-sep-2019: health authority reference was provided: (B)(4). On 18-sep-2019: health authority reference was provided: (B)(4). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and their non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pain') in a 38-year-old female patient who had essure (batch no. C12707) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with analgesics and surgery (hysterectomy in (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain and pelvic discomfort had resolved. The reporter considered pelvic discomfort and pelvic pain to be related to essure. The reporter commented: before the 3 month check up, the claimant developed increasing pain and discomfort. After attending for her check up and having hysteroscopy / laparoscopy without further treatment planned, she continued to experience worsening pain and tried numerous pain relieving medication, all with limited benefit. After a gynecological referral in (B)(6) 2018, further medications were tried without benefit, at end of 2018 it was agreed that she required removal surgery. After hysterectomy in (B)(6) 2019, her pain symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: diagnostic hysteroscopy and laparoscopy, patient discharged, no further treatment planned. Quality-safety evaluation of ptc: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is (B)(4), we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number c12707: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 6 and this quantity represents 1,71% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 23-jul-2020: update of quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pain/ localised pain') in a 38-year-old female patient who had essure (batch no. C12707) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems ") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics and surgery (hysterectomy in (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain and pelvic discomfort had resolved and the dyspareunia, genital haemorrhage, hormone level abnormal and mental disorder had not resolved. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, mental disorder, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: before the 3 month check up, the claimant developed increasing pain and discomfort. After attending for her check up and having hysteroscopy / laparoscopy without further treatment planned, she continued to experience worsening pain and tried numerous pain relieving medication, all with limited benefit. After a gynecological referral in (B)(6) 2018, further medications were tried without benefit, at end of 2018 it was agreed that she required removal surgery. After hysterectomy in (B)(6) 2019, her pain symptoms resolved. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: diagnostic hysteroscopy and laparoscopy, patient discharged, no further treatment planned. Quality-safety evaluation of ptc: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in (B)(4) for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number c12707: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 6 and this quantity represents (B)(4) of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 1-mar-2021: essure removal date was updated. The event term increasing pain was changed to increasing pain/ localised pain. New events dyspareunia, hormonal problems, heavy/abnormal bleeding, psychological/psychiatric problems were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pain/ localised pain / chronic pelvic pain') in a 38-year-old female patient who had essure (batch no. C12707) inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. The patient's medical history included pulmonary embolism in 2012, ovarian cyst in 2010, abdominal pain localised in 2008 and parity 2. Previously administered products included for an unreported indication: mirena and yasmin. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding") and mental disorder ("psychological/psychiatric problems ") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics, metronidazole, paracetamol + codeine phosphate (co-codamol eff.) And surgery (laparoscopic abdominal hysterectomy, bilateral salpingectomy (conserve ovaries)). Essure was removed on (B)(6) 2019. In (B)(6) 2019, the patient experienced pain ("the pain came back"). At the time of the report, the pelvic pain and pelvic discomfort had resolved and the dyspareunia, genital haemorrhage, hormone level abnormal, mental disorder and pain had not resolved. The reporter considered dyspareunia, genital haemorrhage, hormone level abnormal, mental disorder, pain, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: before the 3 month check up, the claimant developed increasing pain and discomfort. After attending for her check up and having hysteroscopy / laparoscopy without further treatment planned, she continued to experience worsening pain and tried numerous pain relieving medication, all with limited benefit. After a gynecological referral in (B)(6) 2018, further medications were tried without benefit, at end of 2018 it was agreed that she required removal surgery. After hysterectomy in (B)(6) 2019, her pain symptoms resolved. Uterus examination post hysterectomy. The uterus measures 85 mm from fundus to cervical os, 50 mm transversely, 45 mm antero-posteriorly and weighs 102 g. The serosa appears smooth the external os is. Openliner. And measures 15mm. The epithelium appears. Normal. However there is? Polyp pretending through the cervical o/s. 12 mm across. The left fallopian tube measures 70 mm in length. The fimbrial end is. Not present. O/s with in the left fallopian tube, there is a metal and plastic device/cable. Attached right fallopian tube measures 40 mm in length. The fimbrial end is. Not present. O/s with in the right fallopian tube, there is a metal and plastic device/cable. (B)(4)created with mirena reported in medical records diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2018: on pelvic examination the vulva, vagina and cervix are healthy, the uterus is axial, normal size, mobile. She was slightly tender in the left fornix. I note the recent pelvic ultrasound scan which does confirm an anteverted uterus of normal size and morphology. Both ovaries were normal. There is evidence of a hypoechoic area around the probable left essure device which may represent inflammation.. Investigation - on an unknown date: diagnostic hysteroscopy and laparoscopy, patient discharged, no further treatment planned. Ultrasound pelvis - on (B)(6) 2015: ovarian cyst gone; on (B)(6) 2015: both essure devices are identified and appear to be correctly placed; on (B)(6) 2018: both essure are correctly positioned between cornua and ovaries, there is hypoechoic area around left essure device that may represent inflammation of tissue around the device. Quality-safety evaluation of ptc: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number c12707: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 6 and this quantity represents 1,71% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 26-apr-2021: a new adverse event was received (pain). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("increasing pain/ localised pain / chronic pelvic pain / ongoing pelvic pain") in a 38 year-old female patient who had essure inserted (lot no. C12707) for permanent contraceptive tubal implant. Additional non-serious events are detailed below. The patient had a medical history of pulmonary embolism in 2012, transvaginal ultrasound scan, abdominal pain and ovarian cyst in 2010, abdominal pain localised in 2008 and viral infection, migraine, dizziness, epigastric discomfort, pregnancy with intrauterine device, thoracic back pain and parity 2. Previously administered products included: yasmin, mirena and tramadol. Concurrent conditions were listed as endometriosis, uti and back pain since 2015. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2019 she experienced pain ("the pain came back"). On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), pelvic discomfort ("discomfort"), dyspareunia ("dyspareunia"), genital haemorrhage ("heavy/abnormal bleeding / heavier periods/ abnormal bleeding"), mental disorder ("psychological/psychiatric problems"), device intolerance ("inability to tolerate the device;"), psychological disorder ("psychological issue"), bladder disorder ("bladder problem"), gastrointestinal disorder ("bowel problem"), urinary tract disorder ("urinary problem"), fatigue ("tiredness") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with analgesics, metronidazole, co-codamol eff. (Paracetamol + codeine phosphate), ibuprofen 400, trimethoprim, ciprofloxacin, diazepam, morphine sulfate and zoladex (goserelin acetate) as well as surgery (laparoscopic abdominal hysterectomy, bilateral salpingectomy (conserve ovaries)). At the time of the report, the pelvic pain and pelvic discomfort had resolved and the dyspareunia, genital haemorrhage, hormone level abnormal, mental disorder and pain had not resolved. The outcomes for device intolerance, mental disorder, bladder disorder, gastrointestinal disorder, urinary tract disorder, fatigue and nausea were unknown. The reporter considered bladder disorder, device intolerance, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, mental disorder, psychological disorder, nausea, pain, pelvic discomfort, pelvic pain and urinary tract disorder to be related to essure administration. The reporter commented: before the 3 month check up, the claimant developed increasing pain and discomfort. After attending for her check up and having hysteroscopy / laparoscopy without further treatment planned, she continued to experience worsening pain and tried numerous pain relieving medication, all with limited benefit. After a gynecological referral in (B)(6) 2018, further medications were tried without benefit, at end of 2018 it was agreed that she required removal surgery. After hysterectomy in (B)(6) 2019, her pain symptoms resolved. Uterus examination post hysterectomy the uterus measures 85 mm from fundus to cervical os, 50 mm transversely, 45 mm antero-posteriorly and weighs 102 g. The serosa appears smooth the external os is. Open liner. And measures 15mm. The epithelium appears. Normal. However there is? Polyp pretending through the cervical o/s. 12 mm across. The left fallopian tube measures 70 mm in length. The fimbria end is. Not present. O/s with in the left fallopian tube, there is a metal and plastic device/cable. Attached right fallopian tube measures 40 mm in length. The fimbrial end is. Not present. O/s with in the right fallopian tube, there is a metal and plastic device/cable hysteroscopic sterilization by g was performed with both essure implants being deployed with no problems commenced on zoladex injections which have made her symptoms worse although they were there before the injections started. Investigate endocrinological cause. Case (B)(4) created with mirena reported in medical records note : essure placed- (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2018: on pelvic examination the vulva, vagina and cervix are healthy, the uterus is axial, normal size, mobile. She was slightly tender in the left fornix. I note the recent pelvic ultrasound scan which does confirm an anteverted uterus of normal size and morphology. Both ovaries were normal. There is evidence of a hypoechoic area around the probable left essure device which may represent inflammation. [Investigation] (date unknown): diagnostic hysteroscopy and laparoscopy, patient discharged, no further treatment planned [ultrasound pelvis] on (B)(6) 2015: ovarian cyst gone; on (B)(6) 2015: both essure devices are identified and appear to be correctly placed; on (B)(6) 2018: both essure are correctly positioned between cornua and ovaries, there is hypoechoic area around left essure device that may represent inflammation of tissue around the device quality-safety evaluation of ptc: for essure: based on complaint as reported, the complaint did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Sample not available. We conducted a review of the manufacturing batch records, this includes testing and release documentation for each of the reported lot numbers, and we confirmed that final product testing for these lots was performed per requirements and the product met all the release requirements. As it is stated in wi-03635 for each of the batch numbers we calculate a rate based on the amount of reported complaints and the size of the batch numbers, if this rate is too high and reaches the determined threshold, which is 7%, we review previous quality defect reports with the same batch number for any indication of recurring problems requiring attention and further investigation. We are unable to confirm any quality defect or device malfunction at this time. Regarding batch number c12707: we performed a review of the manufacturing batch records and this batch number met all the release requirements, no further action is required for this batch since the amount of reported complaints for this lot number at the day of this assessment is 6 and this quantity represents 1,71% of the total amount of kits in this lot. The ptc investigation was conducted and the outcome of the investigation resulted in an unconfirmed quality defect. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New events tiredness, nausea, inability to tolerate the device, psychological issue bladder, bowel and urinary problems. Are added. Reporter causality comment & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pelvic discomfort ("discomfort"). The patient was treated with surgery (hysterectomy in (B)(6) 2019). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain had resolved and the pelvic discomfort outcome was unknown. The reporter considered pelvic discomfort and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and their non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.